Event description:
The nurse was preparing the pt for a procedure and while positioning the light, the light arm broke from the ceiling support tube and fell to the floor. Neither the pt nor the nurse were injured but both were frightened by the incident.